Manufacturer narrative:
Investigation ¿ evaluation. As reported, during a transurethral holmium laser lithotripsy and ureteroscopic lithotomy, an ngage nitinol stone extractor's basket wire broke when advanced and opened inside the patient. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing information (mi), and quality control procedures, as well as interviewing personnel, and a visual inspection of the device were conducted. One ngage nitinol stone extractor was returned in an open package with label. Basket wires were broken. The ends of the broken wires appeared to be charred, indicating possible exposure to a laser or other electrified device. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the IFU t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be conclusively established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a transurethral holmium laser lithotripsy and ureteroscopic lithotomy, an ngage nitinol stone extractor's basket wire broke when advanced and opened inside the patient. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- name and address: address: no. (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.